Event description:
Customer reports that unit was not delivering set inspiratory pressure and set positive end expiratory pressure. Unit was functioning fine on pt from 2-25 to 2-27-99. Unit then changed due to noted malfunction. No adverse reactions noted in pt condition.